Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, customer manually over bolused which caused them to go low. Emergency medical technicians were called and administered intravenous glucose to ensure that the low bg resolved. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.